Event description:
It was reported that during the implant attempt, the lead exhibited a loss of sensing and pacing parameters. Repositioning was attempted, and the lead exhibited high impedances and thresholds. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The outer insulation was breached cut, and the lead exhibited apparent explant damage.